Event description:
A thrombus has occurred. It was reported that faradrive steerable sheath was selected for use during a watchman procedure. During procedure, the physician got access to the left atrium via transseptal puncture. It was noticed a clot on the faradrive sheath in the right atrium after transseptal. The faradrive sheath was removed and clot was present on the rf wire in the right atrium. The wire was also removed and noticed kink at the distal end of the wire right before the pigtail curl. A new faradrive sheath and versacross device were opened and continued the procedure, with no other complications. Heparin was given prior to transseptal puncture and act was 321 when it was noticed the clot on the sheath. Tee/ice and fluoro were used in the procedure.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.